Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Missing brake stop.

Event description:
The left motor stopped working causing the chair to go in circles. The left motor is also grinding.